Event description:
It was reported that during a cori-assisted tka procedure, the case had proceeded to the planning screen without issue. The surgeon wanted to add more points to the femur. When the rep selected this option to add more points, the system completely shut down and the blue man icon reading a manual was displayed on the front of the real intelligence cori console. The rep powered off the switch on the back of the console, unplugged the robot for several seconds, and then rebooted the robot. Surgery was completed after a non-significant delay, with the same device. Patient was not harmed.

Manufacturer narrative:
Initial MDR. Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The case/log files were provided for review. The screenshots and software logs showed an abrupt stop, indicating an abrupt shutdown of the system, and confirming the reported complaint. The most likely cause of this system shutdown is a known software issue. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.